Event description:
It was reported that during the implant procedure, the physician attempted to implant the device, but did not use due to a non-operational setscrew. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found, a rounded setscrew was noted.